Event description:
This procedure was performed in foreign country. It was impossible to retrieve the spider through the blue retrieval cath. The retrieval cath got stuck on the proximal stents struts as the guidewire/filter wire was not in the true lumen. After repeated attempts to advance the retrieval cath beyond the stent to capture the spiderx, the physician used a diagnostic cath to retrieve the spiderx. The stent deployed was a protege 6x40. The spiderx is always placed at least 4cm beyond the stent position.

Manufacturer narrative:
Device not return for analysis.